Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead . (B)(4).

Event description:
It was reported that the patient developed a new type of complex regional pain syndrome (rsd) in their hands. The patient had ketamine and lidocaine treatments that helped their hands. They developed different kinds of rsd in their hands, ketamine and lidocaine treatments, and had "blocks" done in 2015. Since the treatments while stimulation was turned off, the following occurred. Their fingertips felt like they did when stimulation was on, even though it was off. The patient spoke with the manufacturer representative (rep). The patient noted the tingling got worse when they drove or were in certain positions. The tingling in their fingers got worse when driving and charging the implantable neurostimulator (ins). The feeling changed with their positional changes. They felt stimulation in their fingertips even though stimulation was of in 2015. The patient took "loritab" but that didn't help. They also mentioned taking "mannitol". The patient had pain in their face due to a concussion, rsd, and possibly tmj. They wanted to do an MRI. The patient regretted getting the device. They had a concussion and facial/ear rsd, possibly tmj in 2014. The tingling in the fingers worsened while charging the ins on (B)(6) 2015. It was reported that the patient had an infection. The rsd was spreading across their hands and face. It was reviewed the patient symptoms sounded like disease progression. It was reviewed that an implantable neurostimulator (ins) explant could rule out stimulation. They had an infection which turned into rsd in 2015. The infection was not related to the device that was a separate issue. The patient had a lot of problems. The patient was being seen and treated. The manufacturer representative believed the patient was coming up the following week or the week after to see the healthcare provider. The rep would see the patient at that point and do a compete assessment of the system. The infection is not in any way related to the device or any claim that it is. The rep would see the patient in a couple of weeks and assess the system.